Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous right coronary artery. A 3.5x9.0mm maverick 2 balloon was advanced and inflated for treatment but ruptured at 13 atms. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the calcified and severely tortuous right coronary artery. A 3.5x9.0mm maverick 2 balloon was advanced and inflated for treatment but ruptured at 13 atms. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 catheter was received with no original packaging or other devices. The tip was damaged and the hypotube was kinked 20.5 cm from the edge of the strain relief. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for 5 minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).